Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin power up properly after battery installation. Insulin pump received with operating currents within specification. Insulin pump was monitored and no blank display anomalies were noted. No damage on the connector lcd isolation tape noted. The battery cap contact received corroded. No traces of moisture were found at the electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners.

Event description:
It was reported the insulin pump stopped functioning with no power. The battery was replaced and the device functioned at first then the issue recurred. Customer's father thing the customer might have fallen in the pool. Customer's father stated the device also had a rainbow hue in the display. No further information reported.